Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45, lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had perforated the pericardium during a CABG surgery. The surgeon decided to cap the lead and sutured a bipolar epicardial lead into place. No patient complications have been reported as a result of this event.